Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported being injected multiple times in the cheek area, and from the nose to the lower cheekbone with juvéderm voluma® xc, other juvéderm® fillers, and restylane®. Approximately a year and a half later, patient developed hard, red, swollen, nodules under both eyes, left side is the worse because it migrated into the eye socket, and it is affecting [the] eye. The doctor thought it was an infection, so [patient] was given antibiotics and a topical prescription. But it continued to get worse. [Patient] could feel something under the skin and the doctor was able to lance it, and found that the filler had migrated, hardened. [Patient] finally had surgery a couple of weeks ago [from the report date] with a plastic surgeon to remove all the filler. Surgeon said it was in hard pieces, but couldn¿t get it all out because [surgeon] didn¿t want to damage the nerves in [the] eye. It¿s still affecting [the] eyesight. There is bad scarring on the right side and there are holes in [the] face. The left side still has some pieces in it, but under [the] right eye there is swelling, pain, oozes, [the] eyesight is blurry and hard to see out of [the] eyes. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00804 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.